Manufacturer narrative:
The bed was tested per quality control procedures on (B)(4) 2010 and met specifications prior to pt placement. The bed was returned to kci on (B)(4) 2010 for evaluation. Evaluation of the bed found the cause of the control error to be the cable reel at the foot end of the bed was out of place and it was interfering with the flip/flop sensor. The interference caused a control error which caused the bed to freeze.

Event description:
On (B)(6) 2010, the intensive care unit nurse reported that the bed would freeze every three hours while it was in prone causing the pt to be supine once the bed was unplugged in order to reboot the system. There was no reported injury with this event.